Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range, high voltage lead impedance and capture threshold was observed on the rv lead. Physician suspected insulation breach and the high capture threshold was due to the high, out of range impedance measurements. The lead was capped on (B)(6) 2019 and replaced. The patient was stable and discharged post procedure.